Event description:
Customer reported receiving errc 663 message with their precision xtra blood glucose meter when upon test strip insertion, and the date and time had changed spontaneously. The customer reports using the p-link software. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been notified through the letter.